Event description:
Meter would not power on. The patient has not used their meter for approximately one week. The patient attempted to test but obtained the error 2 message. They reported symptoms of thirst and frequent urination at the time of testing. The patient retested on their family member's meter and obtained a result of 278 mg/dl. The patient then took their insulin they visited their physician two days later and their blood sugar was tested. The physician gave them an an injection of insulin and retested the patient's blood sugar with a result of 156 mg/dl. Based on the information provided, the meter did malfunction, howeverm there is no evidence that the mter contributed to a serious injury. The patient had another meter to test with. A new meter is being sent to the patient.